Event description:
It was reported that stent profile problem occurred. At the time of implanting a 38 x 3.00mm promus elite drug-eluting stent, it was found that the distal tip of the stent was in poor condition. Additionally, both ends of the stent appeared slightly expanded in the photo submitted with the complaint. The procedure was completed via alternative device. There were no patient complications reported.

Manufacturer narrative:
Device evaluated by MFR. : promus elite ous mr 38 x 3.00mm stent delivery system (sds) was returned for analysis. Visual and tactile inspection identified multiple hypotube kinks. No issues were identified with the outer / mid-shaft sections or the inner lumen of the device. Damage to the distal tip and stent damage was observed. Microscopic analysis noted that the stent appeared to have been subjected to positive pressure as the stent appeared partially inflated at both ends of the stent. The stent was stretched from the mid-section (approximately) towards the distal section and over the distal balloon and situated over the distal tip. Balloon cones were reviewed and it appeared to have been subjected to positive pressure however there was no damage to the balloon material. A microscopic examination of the proximal and distal markerbands identified no damage. The distal tip was flared. A crack was observed in the distal section of the manifold/hub 5mm in length. The undamaged crimped stent outer diameter was measured and the result within max crimped stent profile measurement. The balloon could not be inflated due to a crack in the manifold/hub. No other device issues were identified during returned product analysis. Images were attached to this complaint which confirm the reported allegations. The stent appears to be expanded from the mid-section to distal tip and stretched/pulled over the distal markerband. A section of the mid-section towards the proximal markerband did not appear to be expanded however the last few struts near the proximal markerband are also expanded.

Event description:
It was reported that stent profile problem occurred. At the time of implanting a 38 x 3.00mm promus elite drug-eluting stent, it was found that the distal tip of the stent was in poor condition. Additionally, both ends of the stent appeared slightly expanded in the photo submitted with the complaint. The procedure was completed via alternative device. There were no patient complications reported. It was further reported that the stent did not enter the patient. The stent would not pass though the guide, so it was removed.

Event description:
It was reported that stent profile problem occurred. At the time of implanting a 38 x 3.00mm promus elite drug-eluting stent, it was found that the distal tip of the stent was in poor condition. Additionally, both ends of the stent appeared slightly expanded in the photo submitted with the complaint. The procedure was completed via alternative device. There were no patient complications reported. It was further reported that the stent did not enter the patient. The stent would not pass though the guide, so it was removed.